Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, date rec¿d by MFR- this product is not marketed in the us, work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6, -14.00/1.5/091 diopter, implantable collamer lens into patient's right eye (od) on (B)(6) 2021. The lens stuck in cartridge/injection system during injection. There was patient contact with no patient injury. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, there are no plans to implant an other lens.